Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was damaged. The customer¿s blood glucose level was 427 mg/dl. The customer also mentioned other blood glucose values such as over 200 mg/dl. The customer did not provide information about symptoms and treatment. The customer also stated that the reservoir ring has damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with dog chew marks. Unable to perform basic occlusion test and occlusion test due to reservoir tube lip has been chewed up by a dog. However, unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to chewed up by a dog. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.